Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The scope was returned to the service for evaluation. A leak was noted at the locking pin. There was also a leak noted on the el connector of scope, and corrosion was found. The bending section cover was found to have dents and scratches. The instruction manual warns users ¿after using this instrument, reprocess, and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.

Event description:
The service center was informed that the user facility was improperly reprocessing the scope. There was a leak noted at the scope cap, and the facility¿s staff removed the cap while the scope was submerged under water. There were no patient involvement reported.